Manufacturer narrative:
The lens remains implanted, therefore it is not available to be returned for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient experienced inflammation of the anterior chamber approximately 2 months post-implant. Allegedly, there is a blurred aspect of the lens with surface cells deposits and tyndall+. It was also reported that the patient has "9/10 vision" and a slight haze which is causing slight discomfort. Remedial action taken includes corticosteroid (prednisolone) and non-steroidal anti-inflammatory (bromofenac). Additional information has been requested, but no additional information has been received.